Event description:
Same case as #6000089-2007-00172, 6000093-2007-00266, 00267, 00268. It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred and the pt died the following day. The "very sick pt with end stage cancer" arrived to the procedure on a balloon pump with a "blood pressure of 40". A taxus express2 3.5x24mm drug eluting stent and a taxus express2 3.0x28mm drug eluting stent were implanted in the left anterior descending artery "with one of these devices extending into the left main." The pt also had a taxus express2 3.0x20mm drug eluting stent and a taxus express2 2.5x12mm drug eluting stent implanted in the circumflex with a gap between the two. The physician attempted to place a taxus express2 2.5x8mm drug eluting stent in the gap when the stent was "hung up" on one of the other previously placed stents and "it would not track." The stent dislodged and no attempt was made to retrieve the stent. The stent was crushed against the artery wall. The following morning, the pt died. Additional info has been requested but is unavailable.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. A similar complaints review could not be performed as the batch number is unk. The cause of the difficulties stated in the complaint could not be determined.